Event description:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to suspicion of allergy and an external skin infection that infiltrated the wound causing a significant reaction. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2024, all hardware was removed on (B)(6) 2024 due to suspicion of allergy and an external skin infection that infiltrated the wound causing a significant reaction. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates the surgeon believes the external skin infection was allowed to infiltrate the wound. The patient was prescribed antibiotics to resolve the infection. The patient's bones were completely fused/healed. The device history records were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, additional information indicates it is likely that patient non-compliance could have contributed to what the patient experienced. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery were reported in 3011623994-2024-00228.